Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint of tubing issues was received from the customer. No product or photo was returned by the customer. The customer complaint of defective tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 30914 lot number 20017405 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that extension set mic tubing 60 inch tubing was defective. The following information was provided by the initial reporter: material #: 30914 batch/ lot #: 20017405 it was reported that there is an issue with the tubing.